Event description:
A report was received that following an explant procedure (refer to medwatch MFR report # 3006630150-2010-00488), the pt developed an infection. The pt went to an unk physician who confirmed the infection. The pt is currently doing well.

Manufacturer narrative:
A review of the mfg documentation for the explanted device revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization documentation for the explanted device found them to be satisfactory. The explanted ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device exhibits normal device characteristics.